Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was not holding a charge, the ins battery would die in less than a week and it used to last 7-10 days. Also, the patient used to charge every 10-14 days instead of everyday. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.